Event description:
The report stated that it was not possible to open the jaws of the ligasure v handpiece after use. The device was removed without extension of the excision. Another ligasure v was used to complete the surgery. There was no pt injury.

Manufacturer narrative:
Date of initial report: december 21, 2007. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.